Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated this device has been emitting beeping tones. Boston scientific technical services (ts) recommended to check any environmental source. Additionally, ts noted this device exhibited right ventricular (rv) lead high out of range pace impedance measurements since 2022. The involved lead is a non-boston scientific product. A lead revision was performed on (B)(6) 2023 to add right ventricular (rv) pace/sense features. Additionally, ts noted 2 false positive signal artifact monitor (sam) episodes on the date of the lead revision due to the physician disconnecting the leads from the device and causing out of range impedance measurements. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated this device has been emitting beeping tones. Boston scientific technical services (ts) recommended to check any environmental source. Additionally, ts noted this device exhibited right ventricular (rv) lead high out of range pace impedance measurements since 2022. The involved lead is a non boston scientific product. A lead revision was performed on (B)(6) 2023 to add right ventricular (rv) pace/sense features. Additionally, ts noted 2 false positive signal artifact monitor (sam) episodes on the date of the lead revision due to the physician disconnecting the leads from the device and causing out of range impedance measurements. No additional adverse patient effects were reported. At this time, this device remains in service.